Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant informed the caller that the patient¿s remote monitor system has not been processing data for a few months. The caller suggested the patient contact to call back for further troubleshooting with the remote monitoring system. Efforts were unsuccessful to obtain additional product issue details. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room after experiencing a syncopal event. The caller wanted to review the device data to try to determine the cause of the event. No adverse patient effects were reported.